Event description:
Additional information received reported the location of lead issue was at the distal end between contacts 2 and 3.

Event description:
Additional information received reported that it was unknown if the damaged to the lead happened at the end of stage one or at the beginning of stage two. The proximal end of the lead between contact two and three was broken. Impedances were checked on (B)(6) 2015 and all impedances were within normal range. Adjustments were made in pulse width, rate, amplitude, and contacts used. The patient¿s right subthalamic nucleus (stn) was programmed to c+, 1- at 2.2v, a pulse width of 90, and a rate of 135 hz. During trials the patient had slurred speech when programmed to 0-, 1-, 2+ at 3.5v, a pulse width of 90, and a rate of 185 hz and arm contracture when programmed to 1-, 2-, 0+ at 3.5v, a pulse width of 90, and a rate of 185 hz. The patient¿s left stn was programmed to 3+, 1-, 2- at 3.6v, a pulse width of 120, and a rate of 185 hz. The patient was doing well and had recovered without permanent impairment. An appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-05, lot# n487959, product type accessory. Product ID: 3389s-40, lot# va0cuwt, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4) , implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0nesh, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the lead were damaged at the proximal end after removing a temporary extension. Contacts two and three were damaged on the lead. When removing the extension from the lead the healthcare professional (hcp) experienced difficulty disconnecting and removing the extension. The hcp was unsure if the damage happened at the end of stage one or the beginnings of stage two. No actions were required at the time of this report as the impedances were measured to be normal. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. The patient stimulation had not been turned on at the time of this report so it was unknown if they were receiving effective therapy. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.